Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 200cc, catalog number 3501625, serial number (B)(4), lot number 6475393. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 200cc filled to 205cc and experienced deflation on the left breast implant. The deflation was noticed by the healthcare professional. As a result, the patient had undergone removal and replacement with mentor breast implants of unknown type on (B)(6) 2018. The patient was no hospitalized. There were no complications.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the date of implantation was (B)(6) 2014. The replacement device was saline mentor smooth round moderate profile 225cc, catalog number 3501630, serial number (B)(4), lot number 6820891. The affected product¿s correct serial number was (B)(4). (B)(4).

Manufacturer narrative:
On 11/25/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).